Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a post-op report from on (B)(6) 2025 noted that the patient had an ins placed about 10 years ago, and it was reaching its end of life. The patient had difficulty with recharging and the "charges holding up what is expected" and the patient had "difficulty powering it." It was also noted that the patient wanted to have an additional lead added to their system; they experienced a lack of coverage in their lumbar region and buttocks bilaterally. The ins was replaced and the old ins was discarded. The patient was to be discharged home on amoxicillin prophylaxis and to follow up in the healthcare provider's office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.